Event description:
It was reported to philips that the images were not displayed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips tried to obtain further information regarding the patient and the procedure outcome. However, the customer has not provided the requested information. A philips field service engineer (fse) conducted an on-site inspection of the system. The customer was unable to demonstrate the originally reported issue during this visit. The system logs indicated flex pc issues; however, the cat tool analysis suggested that these errors did not impact the customer's experience. Tests on the flex vision and control room screens confirmed that they were functioning correctly. Inputs from oct (optical coherence tomography), ivus (intravascular ultrasound), and mcs1 (likely referring to a combined ivus-oct catheter system) and hemo were verified to be operational. The flex viewing pc image channel diagnostics were executed, and all tests passed successfully. The machine was restarted, and subsequent checks affirmed that all images were displayed correctly. The fse remained on-site while the customer performed two additional cases, during which no issues were detected. The system operated as intended. The system was returned to the customer in good working condition, with a request to report any recurrence of issues. The codes were updated based on the investigation outcome.